Event description:
The crt-d was returned.

Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported hearing 16 tones being emitted from the device every six hours during a follow up visit. The crt-d was interrogated and a red alert window was displayed on the programmer conveying that an error with the device had occurred. It was also noted that the device was in safety mode with limited therapy available. The patient also reported that prior to hearing the tones, he was using an electric blanket and received a shock from the device. No adverse patient effects were reported.

Manufacturer narrative:
A revision was performed and this crt-d was successfully replaced. All measurements for both the leads and the newly implanted device were within normal limits. The explanted device will be returned for laboratory analysis. No additional information is available. Once the device has been returned and analysis completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. It was confirmed that the device was operating in safety mode. The device casing was opened and the battery was removed; an external power source was connected to the device in order to measure the current usage. The device functioned in normal fashion; however, internal measurements noted a high current drain. Detailed analysis isolated the problem to a degraded capacitor which resulted in rapid battery drain.